Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient experienced a catheter failure. The patient had injuries of hospitalization. The date of injuries was noted as under investigation. No further complications were reported.